Event description:
Same event as MFR rpt #: 6000130-2007-00089. It was reported that during an unknown procedure, the rotawire guidewire separated and the burr perforated the vessel. The lesion being treated was in the proximal right coronary artery (rca). The rotablator was run 18 times without incident, rpms were between 145 to 175k from 20 to 34 seconds each time. On the 19th run, the rotawire guidewire "snapped in half", and as the physician was not initially aware of it, he kept running the rotablator burr, and the burr perforated the proximal rca. A 2.0x 20 maverick otw balloon was advanced, however, it did not cross the lesion. A 2.5 x 25 maverick otw was then advanced, inflated to 10 atms for 28 minutes and the patient was taken for bypass surgery. No further complications were reported, and patient condition following one vessel bypass was reported as 'well'.

Manufacturer narrative:
The device has not been received for analysis. If any additional relevant information is received, a supplemental MDR will be submitted.